Event description:
It was reported that a home patient (hp) received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 5 of 6. The technical service representative (tsr) assisted the hp with troubleshooting to clear the alarm. The hp stated that they saw air in the drain line. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.